Manufacturer narrative:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was discolored/abnormal additive form. No adverse impact was reported regarding the patient or user.

Event description:
It was reported before using the bd vacutainer® sst¿ ii advance there was fluffy black debris accumulated on the rubber stopper of the closure of one device. No adverse impact was reported regarding the patient or user.

Event description:
It was reported before using the bd vacutainer® sst¿ ii advance there was fluffy black debris accumulated on the rubber stopper of the closure of one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received samples or photographs for investigation. A total of 100 retained samples were visually inspected, and no foreign material was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode foreign matter-unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.